Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left forearm autogenous arteriovenous fistula. The 5x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once and ruptured at the rated burst pressure. The balloon was removed and immediately replaced. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.